Manufacturer narrative:
This report is being filed on an international product, architect ca 19-9xr, list 2k91-32, that has a similar product distributed in the us, ca 19-9 xr, list number 2k91-29 and 2k91-33. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated architect ca 19-9xr result for a patient being monitored for pancreatic cancer. Sample (B)(6) generated an initial result of 118.03 u/ml and retest ranged from 64.84 to 78.26 u/ml. No further patient information was provided. No adverse impact to patient management was reported.

Manufacturer narrative:
The review of tracking and trending data did not identify any adverse or non-statistical trends. Normal complaint activity for lot 85040m800 was identified. Using world wide field data, the historical performance of reagent lot 85040m800 was reviewed. The patient median was within the established limits. Therefore, no unusual lot performance was identfied. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect ca 19-9xr assay was identified.